Event description:
It was reported that pump displayed malfunction code 9 with a corresponding fault ID, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions by email and advised customer to call back if issue persisted, and no additional information was received regarding the outcome of the event.